Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility in the EU reported a 66-year-old male (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had massive bleeding in the right groin. Spontaneous activated partial thromboplastin time of >250 due to liver failure. After removing the peel-away sheath, there was excessive bleeding and was unable to stop. The team removed the impella cp and placed a second cp in the other groin. The team additionally infused protamine and novosevenrt for coagulation. The team left the 2nd peel-away sheath in for the 2nd pump.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop investigation. Based on clinical description, the root cause of access site bleeding was most likely due to patient condition.